Manufacturer narrative:
Upon receiving a telephone call from the facility, the local service representative investigated and found damage (cracks) to the arm spindle. In addition, the service representative found that the front caster (2 wheels) of the unit had been installed with additional work by an undesignated vendor with an undesignated caster. Furthermore, the facility frequently ran this device outside the facility. The instruction manual does mention cautions against modification and outdoor running. Fujifilm believes that these actions were the cause of the malfunction.

Event description:
The facility noticed that the arms rattled when trying to store them after use. Upon receiving a call from the facility, the local service representative investigated and found a crack in the spindle of the arm. There was no death or injury associated with the event.